Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for analysis; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that several attempts were made to detach the coil; however, the coil did not detach. During removal, the coil detached inside the microcatheter. There was no reported intervention or patient injury.

Manufacturer narrative:
The device was returned with the pusher, introducer and v-grip for analysis. The implant was not returned. The body coil contained smashed and offset coils 2 cm from the distal tip. The proximal of the pusher was observed to contain a kink at e2. The pet was damaged at transition and the coils were offset. The strain relief was observed to contain a burn mark. The v-grip's cycle output was measure and found to be within specification (8.72 v, 753.2ms) the resistance of the pusher was tested and measured at 43.7 ohms, within specification. The unit was tested with the returned v-grip and then a new v-grip and was found to register a green light, before turning to a red light. This occurrence was highly repeatable. Once the gold connector was straightened, the device was retested, registering a green light in the v-grip and completing a successful detachment cycle. The strain relief was removed, and the distal and proximal solder joints were confirmed to be in good condition. The rebound tether length was 0.20" with a mushroom and tail profile at the tip. Based upon the investigation analysis and available information, the reported complaint is unverifiable. The burnt pet indicates the v-grip completed a successful thermal cycle on the pusher. Further testing of the pusher found it to meet electrical specifications after the kink was straightened. The root cause of the kink could not be determined but the burnt pet indicates the damage occurred post detachment cycle. Evaluation of the monofilament tail for successful thermal detachment was inconclusive. The implant was not returned for further detachment evaluation.